Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32514. Related manufacturer reference number: 1627487-2020-32516. It was reported the patient had developed a hematoma at the ipg site after falling on the ipg. The patient then had developed an infection at the ipg site and lead site. In turn, surgical intervention was undertaken wherein the entire system was explanted. During surgery on (B)(6) 2020, wounds were washed out. The patient had a silver dressing and single use negative pressure wound therapy. Patient has been on oral antibiotics at home and is having IV antibiotics while in hospital. This addressed the issue.